Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Technical support agreed to replace pump, as caller had not yet completed the form acknowledging receipt of field correction notice.